Event description:
It was reported that "inaccurate cvp value was shown on the monitor when it was measured using the pressure monitoring kit for volumeview. Cvp measurement had been running with another edwards dpt kit, and the value was around 20. However, when the device was changed to a pressure monitoring kit for volumeview to use together with a volumeview catheter, cvp value showed around 50 and the waveform was overdamping. There were no problem zeroing."

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. The volumeview sensor instructions for use provides the following guidance about inaccurate readings during use: caution: modifying any volumeview kit may reduce dynamic response resulting in compromised hemodynamic monitoring performance. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Complications: abnormal pressure readings - pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify sensor function with a known amount of pressure before instituting therapy.